Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with admelog, with continuous glucose monitor and glucometer values aligning and a peak glucose of 384 mg/dl despite multiple infusion set and cartridge changes, new site placement, and a new insulin vial. Symptoms included elevated blood glucose without reported ketones or systemic adverse effects. Outcomes included continued elevated glucose that decreased but remained above target following troubleshooting. Investigation included user education, review of infusion set, cartridge, and connector lot details, confirmation of correct cartridge filling and tubing/cannula priming, and a site change to address potential absorption issues. Investigation of this case revealed no device alarms and performance consistent with expected operation, while the use of a non-labeled insulin type for the system introduced an uncontrolled variable and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.